Manufacturer narrative:
Patient weight is unknown. Date of event: unknown. (B)(4). Implant date: unknown date in (B)(6) 2014. Device has not been reportedly explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Manufacturing location: (B)(4). Manufacturing date: october 04, 2013. Expiry date: september 01, 2023. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a dermatological allergic reaction occurred postoperatively. In (B)(6) 2014 two (2) small t-pal implants were implanted. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 10.may 2016 - e-mail dated 6.may 2016 states that the alert date was (B)(6) 2016. The implants haven't been explanted yet.